Manufacturer narrative:
Correction: after further review of the photographs provided, the foreign matter was determined not to be within the fluid pathway. This may cause a customer inconvenience but will not lead to any degree of harm/serious injury. This event is not considered reportable and the record will be cancelled.

Event description:
It was reported that white foreign matter was observed in the bd insyte¿ vialon e IV catheter. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about foreign matter in the catheter hub of insyte vialon-e. According to the customer's verbatim report, a white fm like a lump of tissues was observed inside the transparent component situated at the root of the needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was observed in the bd insyte¿ vialon e IV catheter. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about foreign matter in the catheter hub of insyte vialon-e. According to the customer's verbatim report, a white fm like a lump of tissues was observed inside the transparent component situated at the root of the needle."